Event description:
Event description cpi received information that during an attempted implant of this transvenous defibrillation lead the physician alleged it was defective. Paperwork noted sensing and resistance problems. Another transvenous defibrillation lead was implanted.